Event description:
The reporter stated she spoke with the lead scrub tech. The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's eye. The lens tore during insertion into the eye. The lens was removed with no patient injury. Another same model and diopter size was implanted. Cause of this incident due to tech loading error.

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (B)(4). Results: visual inspection of the returned product found the lens in three pieces. The lens optic is cut in half. One plate haptic is cut in half. Lens was returned in liquid. Conclusions: (user error caused event). Based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).